Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose reading was 50 mg/dl. The customer stated that the low was due to her pregnancy and that her doctor wanted it to be low. The reservoir compartment of the insulin pump was broken, a plastic piece had come off, exposing the o-ring. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion and occlusion test due to a broken reservoir tube lip. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. The pump passed the displacement, prime, current, self test and excessive no delivery tests. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing reservoir tube o-ring and cracked battery tube threads.